Event description:
It was reported that the pump touch screen was unresponsive. Additionally, it was reported that the pump touch screen was timing off sooner than expected. Customer declined troubleshooting from tandem technical support. There was no reported adverse impact. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.